Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while prepping her olympus evis exera iii video system center for a diagnostic procedure, no image was present. According to the initial reporter, the subject device (imager) was also being used in conjunction with an olympus clv-190 (light source). However, she could not determine which device was causing the reported issue. Please reference MDR with patient identifier:(B)(6) for the associated complaint file on the light source device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the image failure. The investigation did not establish the root cause of this issue. Olympus will continue to monitor field performance for this device.